Event description:
The service report shows the customer reported that the 840 ventilator stopped cycling. There was no pt involvement. Covidien tech support engineer (tse) troubleshot this issue with the customer over the phone and recommended to replace the breath delivery unit (bdu) cpu pcb.

Manufacturer narrative:
(B)(4).